Event description:
It is reported that: patient stated that she has a left stryker hip as well that is giving her problems with hip and back pain. Left surgery took place in (B)(6) 2008 at (B)(6) hospital with dr (B)(6).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.